Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable thyroid results for 1 patient tested on a cobas 8000 e 801 module. From the data provided, a reportable malfunction was provided for elecsys tsh assay, elecsys ft4 iii assay, and elecsys ft3 iii. This medwatch will cover tsh. For information on ft4 iii and ft3 iii refer to the medwatch with the following patient identifiers: ft4 iii = (B)(6), ft3 iii = (B)(6). The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The customer's cobas e801 serial number was (B)(4). The investigation site's cobas e801 serial number was (B)(4). The tsh reagent used on this analyzer was lot 283556 expiration feb-2019. The ft4 iii reagent used on this analyzer was lot 304694 expiration jan-2019. The ft3 iii reagent used on this analyzer was lot 348359 expiration oct-2019. The patient sample was not available for further investigation. Calibration and qc data from the investigation site were acceptable. The investigation determined that in relation to the differences of the tsh and ft3 and ft4 values generated with the analyzers from roche diagnostics and abbott architect: it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. For the all the generated values of tsh, ft3, and ft4 ¿ with the analyzers from roche diagnostics and abbott ¿ the location of these values with respect to their normal reference ranges are all the same. From the information provided, a general reagent issue can most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.